Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. It was reported that the device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27jun2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists localized infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. C contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for the infection on (B)(6) 2021.

Event description:
It was reported that the infection was citrobacter freundii intra abdominal abscess and was treated with IV antibiotics. It was reported that the device operated as expected and would not be returning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to infection and comfort care measures on (B)(6) 2021. It was not known whether the outcome was device or therapy related.